Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition, the knife wire coating peeled off and dropped into the patient¿s body. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. There were no capas opened or closed in the last three years regarding the reported device problem. The investigation concluded that the reported problem was likely caused by the torn wire coating coming in contact with the distal end of the endoscope when the forceps elevator was raised. This led to an electric conduction being activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, the 3-lumen sphincterotome v knife wire broke due to multiple energizations. The event occurred during a therapeutic papillary incision for an endoscopic sphincterotomy. The procedure was completed using a similar device. There was no patient harm associated with this event.